Manufacturer narrative:
No physical sample has been received. Lot number was verified and is valid for the reported model number. A batch record review indicated no discrepancies. No non-conformance related to complaint issue was observed during manufacturing process. Device history records associated with the reported lot number were reviewed. All relevant tests required during manufacturing process and the final product releasing was performed and met test requirements. The process parameters adjusted during production were reviewed. All process parameters were adjusted within validated process window. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for each case.

Event description:
It was reported that the wafer is too sticky and sticks too firmly. There was no harm reported.